Event description:
It was reported that patient received inappropriate therapy due to sensed noise. Lead damage is suspected. Defib was turned off with life vest. Patient has a knee infection and system will not be revised until it clears.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.